Manufacturer narrative:
(B)(4). Batch # n56n5l. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and without a cartridge loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon planned to use ees products to operate obese patient for laparoscopic sleeve gastrectomy surgery. The plee60a was opened out from the packing with sterile technique and followed loading steps. The surgeon was able to fire first firing with gst60g first and gst60d second firing followed by gst60b on third firing. The gst60b, which is fourth firing post articulating and waiting after 15 sec doc activated firing trigger but plee60a didn¿t fire. After observing inability of endocutter surgeon brought to notice and asked to provide solution to continue the surgery further. After rechecking and suggested doc to use another new endocutter plee60a where he could fire from fourth to six firing for the patient and surgery completed successfully.